Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise which led to pacing inhibition. The clinic will continue to monitor the patient. No intervention or patient condition was reported.